Event description:
A caller reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the caller had experienced cartridge alarms with consecutive cartridges and confirmed these details. Although the customer had no backup insulin therapy available, they planned to contact their healthcare provider. The pump was under warranty, and a replacement with updated software was sent. The customer received instructions on storing the defective pump and was informed about returning it to avoid charges. They were also guided on programming settings and connecting their cgm to the new pump.